Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to implant a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed twice with a 20 millimeter (mm) non-medtronic balloon due to calcification, and the short diameter of the patients annulus. During deployment, at the point of no recapture (ponr), an infold was observed. The valve was recaptured and withdrawn from the patient. Subsequently, a pre-implant bav was performed again using a 22 mm balloon. A new valve was prepared and successfully implanted into the patient. No patient complications were reported as a result of this event.

Event description:
It was reported that while attempting to implant a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed twice with a 20 millimeter (mm) non-medtronic balloon due to calcification, and the short diameter of the patients annulus. During deployment, at the point of no recapture (ponr), an infold was observed. The valve was recaptured and withdrawn from the patient. Subsequently, a pre-implant bav was performed again using a 22 mm balloon. A new valve was prepared and successfully implanted into the patient. No patient complications were reported as a result of this event. Additional information was received that per the physician, the patient's severe aortic valve calcification contributed to the infold. A procedural delay resulted from the infold due to reloading but there was no impact on the prognosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.